Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous and 75% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous lesion such that upon inflation attempt, the balloon ruptured. Ultimately, the return of the stent delivery system (sds) may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of occurrence is not a result of a potential manufacturing/product related deficiency, all stent delivery systems are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Reportedly, this was an acute myocardial infarction (ami) patient. It is unknown how the use of the sds in an ami patient contributed to the reported rupture, however, it should be noted that the contraindications section of the vision instructions for use states: there is a possibility of stent in-sufficient deployment or the occurrence of complication in patients who have experienced a recent acute myocardial infarction. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined, however, there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity, in an acute myocardial infarction patient. Pre-dilatation was performed. The vision stent was advanced to the lesion; however, during the first inflation, the balloon ruptured at 6 atmospheres. The deployed stent was further dilated with a non-abbott balloon to complete the procedure. There were no patient effects reported. No additional information was provided.